Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. During disassembly of the device to determine root cause, the technician observed external damage consistent with mis-handling. Component root cause could not be firmly established due to the observed damage. The lcd display, the handle, and rear enclosure were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.